Manufacturer narrative:
No sample has been received and the complaint does not have a valid lot number. Should a sample be received for the complaint, the case will be re-opened and investigated accordingly. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on february 24, 2016. (B)(4).

Event description:
End user reports itchy skin with red bumps beneath tape border, non draining. End user saw physician who prescribed nystatin. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Previously omitted from initial MDR, MFR #: 1049092-2015-00422, reported to the FDA on july 22, 2015. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on march 28, 2016, (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Note: this complaint issue occurred on (2) separate cases. A separate 3500a form has been completed for the other (1) case. Manufacturers report number: 1049092-2015-00422. (B)(6).